Event description:
It was reported that the customer's device battery was no longer charging. There was no adverse impact to the customer's blood glucose level. Customer declined to return pump for investigation. No additional information was provided.